Event description:
During prep, the physicians noticed the ascent balloon had a hole approximately halfway up the balloon, allowing the contrast solution to exit. Due to this malfunction, the physicians did not continue to use this balloon. The next balloon did not have this fault and worked as expected.

Manufacturer narrative:
(B)(6). Complaint conclusion: no defects were found during the catheter outer surface inspections except on the balloon area where a pinhole was found. The length between the proximal seal and the distal seal was 20.0mm. This is an indication that the balloon was over inflated, which resulted in stretching the balloon. A review of manufacturing documentation found no issues related to the complain. Prior investigations have demonstrated that the root cause of a pin hole is often over inflation of the balloon, which also appears to be the cause in this instance. Our manufacturing process requires 100% leak testing on each balloon catheter before it is released for distribution. Therefore, it is unlikely that a balloon with a pin hole would have been shipped. As detained by the IFU, the contrast solution should be injected slowly until all the air in the balloon is displaced. High pressure on the balloon inflation port could cause balloon over inflation and subsequently a balloon rupture or a pinhole leak. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.